Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. The helix was found distorted/bent and blood present in/on the helix mechanism; lead damaged at implant. (B)(4) no anomalies found; full lead analyzed. Blood present in/on the helix mechanism.

Event description:
It was reported that a first lead could not be seated in the wall of the right atrium. After trying several times, the lead helix appeared to be "gummed up with tissue" and wouldn't extend and retract very well. The lead was removed and replaced with a second lead with the same results. A third lead of a different model was successfully implanted. No patient complications were reported as a result of this event.